Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. The customer's blood glucose (bg) level decreased to 37 mg/dl. Customer applied glucose nose spray to address bg level. Reportedly, the customer went to the emergency room (ER) and was treated with intravenous fluids of saline. The customer was discharged the next day with the issue resolved and no permanent damage. Tandem technical support was able to perform a log review which indicated that the customer unlocked the pump and initiated the fill tubing sequence; however, customer maintained that the pump initiated the fill tubing sequence without user interaction.

Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.